Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 40.0 mmol/l. Customer 's parent stated that there were no alarms received. The customer was treated with IV drip, potassium, insulin , and glucose while in the ICU. The customer was wearing the insulin pump during the hospitalization. Customer's parent confirmed that there were no leaks, or air bubbles in the tubing and reservoir. Hp test was performed and the insulin pump did not alarm in less than 5 units of insulin delivered. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.